Manufacturer narrative:
Investigation: visual inspection: blood and tissue residues on the incoming product. Permeability test: a permeability test has indicated that the valve has a blockage. Computer controlled test: to investigate the claim of over/ under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Due to the non-permeability of the valve, the computer-controlled test is not applicable. Internal inspection: after dismantling of the valve, deposits were found in shuntassistant® 2.0. Results: it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. Based on our investigation, we confirm the presence of occlusion in the valve at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant 2.0 (part#: fx103t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to be blocked. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 4 month, height: 62 centimeters (cm), weight: 7 kilograms (kg), gender: unknown. Same event as medwatch#: 3004721439-2022-00382.